Manufacturer narrative:
Additional information: imdrf annex a, c, g codes and manufacturer narrative. Note that imdrf annex a0404, g0301201, c07 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the large volume pump (lvp) module had an infusion running when an air in line error occurred, however the lvp didn't alarm. The air was about to go into the patient but was stopped in time. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump (lvp) module had an infusion running when an air in line error occurred, however the lvp didn't alarm. The air was about to go into the patient but was stopped in time. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump module failing to alarm for air in line was not confirmed during log review or reproduced during testing. ¿ results from the bd air in line threshold procedure, consisting of single air bolus detection and accumulated air detection test demonstrated the pump module is operating within specifications. ¿ the pcu was programmed with the "general adult¿ profile. The review of the pcu event logs began when the pcu was powered on at 2:05 pm and the suspect pump module was attached as channel a. ¿ according to the lvp downloaded logs the ail bolus limit=250 ¿l. ¿ at 2:06 pm a log download request was completed. Between 2:39 pm to 2:43 pm a guardrails drugs infusion of durvalumab was programmed with drug amount=740 mg, diluent volume=290 ml, dose=8.905 mg/kg, a calculated rate=290 ml/hr and vtbi=290 ml. ¿ the infusion was completed successfully at 3:43 pm. The user made a vtbi change and started a new infusion with vtbi=25 ml and rate=290 ml/hr, a few seconds after the suspect pump module alarmed for ¿air-in-line¿ and key unit channel off was pressed. This was the last recorded infusion performed. ¿ there are smaller single air bubbles setting available to the facility if greater sensitivity is desired. ¿ per the bd alaris pump module air-in-line tip sheet, close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. ¿ allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). ¿ when inserting the tubing into the air in line (ail) detector, use a fingertip, and firmly push tubing toward the back of the ail detector. ¿ the bezel assembly date code was noted as february 2017 (recall affected). Pump modules manufactured between april of 2011 and june of 2017, using the plastic material fr-110, have the potential to separate at the bezel posts. Recall: mms-21-4400 was released in june of 2021.¿ ¿ the concomitant pcu was observed with a third-party front case keypad (unknown manufacturer), battery (unipower), and power cord (unknown manufacturer). ¿ facilities have been informed by the third-party parts notice, dated february 07, 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. ¿ bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace bezel assembly. Device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the probable cause of the reported complaint that the device failed to alarm for air-in-line was due to the single air bolus being too small to trigger an alarm at the facilities 250¿l single air bolus setting. According to the log review the pump module alarmed at the event day for air-in-line. The suspect device was fully tested and found with no anomalies that would contribute to the reported complaint. Note that imdrf annex a0401, a1801, g0405206, g04037, g04067, c23, c0601, d11, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the large volume pump (lvp) module had an infusion running when an air in line error occurred, however the lvp didn't alarm. The air was about to go into the patient but was stopped in time. There was patient involvement, but no harm.